Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the left ventricular lead had insertion difficulty. During in-clinic follow up, the lead was found to be dislodged and was explanted and replaced on (B)(6) 2018. The patient was asymptomatic during and after the procedure.